Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention took place where the lead was explanted and replaced. Effective therapy was restored post operatively.